Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that during a procedure of tumorectomy for cranial bone, the tip of the screw was broken since the patient's bone density was high. It is reported that another screw of the same item number was used to complete the procedure without any delay. It is reported that the surgeon was able to remove the tip of the screw from the patient's bone; therefore, the patient did not retain a foreign body. It is reported that there were no complications reported as a result of this issue.

Manufacturer narrative:
The product identity was not confirmed as a result of the part not being returned. Additionally, no pictures were provided; therefore, the complaint is non-verifiable. It is reported "the tip of the screw was broken since the density of the patient bone was high." Therefore, the most likely underlying cause was determined to be patient condition.